Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. There are no other similar complaints with this lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device implant surgery, the patient's corneal endothelial cell count decreased. Also, following the surgery, the patient developed postoperative intraocular hypertension and corneal epithelial erosion. A needling with mitomycin c was performed, a filtration bleb reconstruction was performed, and intraocular pressure lowering topical medication was prescribed. In the surgeon's opinion it is not known if there is a causal relationship between the decreased endothelial cell count and the device, as the patient has also had multiple intraocular surgeries and the use of a metabolic inhibitor as well. Additional information has been requested.